Manufacturer narrative:
(B)(4). Evaluation of the returned device revealed the telescope assembly was not able to properly pull back, advance, and retract. The telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. Fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. No image appeared in the system due to electrical open at proximal. Imaging core windup was found in the telescope assembly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on the device analysis completed on 4-nov-2014. It was reported that a lost image occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used however lost image occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed an open hole at the sheath lap joint section of the device.